Event description:
Caller indicated the relion prime meter was reading high. Caller stated she usually takes 15 units of insulin in the evening, when she received a reading of 389 she panicked and took 23 units of insulin based on the reading. She realized that she was not feeling symptoms of high sugar so she took another reading and received a 28. She then drank an 8oz glass of orange juice. Her next reading was 23 and she was afraid to go to sleep because her sugar was not going up. She continued to monitor her sugar all night long. She stated that she took her reading 30 minutes along with eating and drinking orange juice until the next day at 8 am. Her blood sugar level eventually did go up so she did not go to the hospital. Caller has used the prime meters since they came out and she has several but she just bought this one about a month ago. She did use a different blood sample, but she is only changing her lancet once every 10 days. She refuses to change her lancet for every test and said that her doctor told her that she did not need to because she wasn't testing on anyone else. She is washing hands with soap and water, thoroughly drying and testing only on her fingers. She has no difficulty with getting with a blood sample and sometimes she uses first drop. She is keeping her strips in the original bottle in the case in her purse. She is replacing the strip immediately after removing the strip. There have been no changes in diet, exercise, medication or stress. The sn has been wiped off of the meter or is faded so she cannot read it. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.